Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 1307 (mg/dl) and diabetic ketoacidosis. While hospitalized the customer was treated with intravenous insulin and injections. The customer was released approximately 7 days later with bg levels in target range. Reportedly, the customer believes there was an issue with the pump.